Manufacturer narrative:
It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating ¿device unable to be retrieved, other: embedded in ivc wall¿. Cook will reopen its investigation if further information is received. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
Additional information: william cook europe initially reported event under MFR report # 3002808486-2017-00906. New information was received identifying that the product was a cook inc. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
Plaintiff allegedly received an implant on (B)(6) 2015 via the right internal jugular vein due to hip replacement surgery; history of coagulopathy and dvt. Plaintiff allegedly had an attempted retrieval (unsuccessful) performed on (B)(6) 2015 via right internal jugular vein. Procedure notes state that: 'unfortunately, it was not possible to dislodge the [filter]¿the filter was released from the gooseneck snare and remained in place.' Plaintiff is alleging the device is embedded in ivc wall unable to be retrieved.